Event description:
It was reported to boston scientific corporation that an advanix biliary stent was placed in the common bile duct of a patient. On (B)(6) 2015, the patient returned for a scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure to have the advanix biliary stent removed. According to the complainant, during the stent removal procedure, the advanix biliary stent migrated proximally inside of the patient. The physician was unable to remove the stent with forceps or a snare, so the patient underwent surgery to have the stent successfully removed. Reportedly, the implant date and duration the stent was implanted is unknown. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.